Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
The customer reported nav ring not working when adjusting the settings. The customer contacted product support and requested for service repair. The caller is requesting nav ring replacement. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
Further review of this file. It was determined that MFR report was reported in error. The nav-ring failure was found while performing preventive maintenance. Based on this information, this is not a reportable. The authorized service personnel (asp) replaced the front bezel to address the nav-ring failure. Parts were received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.